Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blue plastic handle cracked during impaction in a hip surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Handle was returned for review against the complaint of blue handle fracture. Visual review of the device confirms the blue handle material did fracture into 2 piece at the pin location. Both pieces were still attached to the handle and returned. Blue handle shows signs of wear and tear from previous use in the form of nicks and scratches. Strike plate shows signs of previous usage. No other damage was noted. Device history review (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.